Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During the procedure, a percutaneous coronary intervention (pci) was performed on 3 branches prior to navitor implant. A pre-balloon aortic valvuloplasty (bav) was performed with a 18mm balloon, and mitral regurgitation gradually increased due to tethering state associated with decreased inferior wall motion due to temporary ischemia. Along with this, blood pressure did not rise above 70 systolic. A complete atrioventricular heart block was observed immediately after the valve crossed the aortic annulus. Control pacing was started at 60-80 bpm. Patient was switched to general anesthesia and moved to transesophageal echocardiogram (tee) evaluation. The navitor valve was implanted with no recaptures during deployment. The implant depth was 4mm at the non-coronary cusp and 6mm at the left coronary cusp. The severe mitral regurgitation was then treated with a temporary intra-aortic balloon pump to restore movement of the mitral valve cusps. Pacing was not hemodynamically stable, and the heart block could not be evaluated at that time. The patient's condition was unstable. On (B)(6) 2023, the patient's status was checked. The mitral valve regurgitation had improved. Hemodynamics were still unstable due to hemorrhagic shock from a place unrelated to the navitor deployment, and it was difficult to control due to heparinization. The heart block repeated on and off and was difficult to evaluated since hemodynamics were unstable. The patient was in sinus rhythm prior to procedure. There was almost no calcification on native leaflets or annulus, but there was thick calcification on the sinotubular junction (stj). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The low blood pressure and mitral regurgitation were reportedly due to the pre-bav and not related to either abbott device. On (B)(6) 2023, the patient passed away due to hemorrhagic shock which was reported as unrelated to the abbott devices and did not have any connection with the abbott devices.

Manufacturer narrative:
An event of complete atrioventricular block and patient death due to hemorrhagic shock was reported. It was also reported that during the procedure, a percutaneous coronary intervention (pci) and a pre-balloon aortic valvuloplasty (bav) was performed prior to navitor implant and mitral regurgitation gradually increased. Information from field indicated that the low blood pressure and mitral regurgitation were reportedly due to the pre-bav and not related to abbott device. Field also indicated that the hemorrhagic shock was unrelated to the abbott device. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3 mm depth of implant of the device. Information from the field indicated that the final depth of valve implanted for non-coronary cusp (ncc) was 4 mm and the left coronary cusp (lcc) was 6 mm. The patient had history of coronary artery disease and severe aortic calcification which may have contributed to the reported complication of heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.